Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 06/26/2014 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found the battery lock to be bent. Initial functional testing of the platform was performed and no faults or errors were exhibited. A review of the archive was performed and no anomalies were noted on or around the reported event date of (B)(6) 2014. However, multiple user advisory (ua) 45 (not at "home position" after power-on/restart) and ua 18 (max take-up revolutions exceeded) errors were noted throughout the archive. The root cause of the ua 45 errors was unable to be attributed to any specific component, therefore, the root cause of the error is attributed to the lifeband not being properly pulled up prior to use (user error). The root cause of the ua 18 errors was also unable to be attributed to a specific component, therefore, per document 12741-001 - ap_batteryhangtag, the root cause of the error is attributed to "the autopulse has detected that either the patient's chest size is too small while sizing the patient (take-up) or that there is no patient on the platform." The customer's reported complaint that the platform was stopping compressions, turning off or showing unspecific error messages was confirmed through review of the platform's archives. The customer experiencing multiple ua 45 and ua 18 errors was found throughout the autopulse archive. The root cause of these errors was determined to be user error as the platform functioned as intended during testing by zoll and all parts were determined to be within specification.

Event description:
It was reported that the autopulse platform did not work as it should have due to non-specific reports of stopping compressions, turning off or displaying error messages. No adverse patient sequelae was reported. No further information was provided.